Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "internal motor error," which was observed during power up as a system error 105. System error 105 was confirmed and caused by a dislodged component of a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an internal motor error, which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.